Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 17 june 2019 were reviewed on 3 december 2019. (B)(6) 2016: primary right total knee arthroplasty was performed with attune implants with depuy cement x 2. No intraoperative complications were noted. (B)(6) 2017: revision of right knee was performed secondary to suspected aseptic loosening of the tibial component. Intraoperative findings found the patient had motion synovitis and the tibial component was grossly loose at an unknown interface though this complaint has already identified loosening interface to be at cement to implant interface. The femoral component was revised, though was well fixed. No intraoperative complications were noted. Pmh: osteoarthritis of the right knee. Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee). Medical record ad 17 june 2019: additional finding noted of severe posteromedial collapse along the tibia after the tibial tray was removed. The tray will be coded for implant migration.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.